Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury such as perforation or damage (dissection) of vessels, myocardium, or valvular structures [including rupture of the pulmonary rvot], that may require intervention and bleeding are potential risks associated with the overall procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to injury to the landing zone, include significant thv over sizing, presence of bulky calcification and narrow landing zone. Frail tissue due to patient¿s conditions (e.g. Chronic use of steroids), can also be contributing factors. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The training manuals provide guidance on landing zone sizing: measure the landing zone in multiple planes; use compliant balloon catheter; it should be measured at the minimum diameter of the landing zone; ensure that final landing zone diameter does not impinge on coronaries; ensure a non-compliant landing zone; eliminate any residual stenosis using standard techniques prior to placing the prosthesis. Per the training manual pre-stenting provides a landing zone for valve and treats the underlying stenosis, especially lesions longer than the valve frame.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pulmonary artery injury cannot be confirmed; however, per report a sapien 3 strut was thought to have perforated the artery.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), two weeks post implant of the 23mm sapien 3 (s3) valve in the pulmonic position, the patient was believed to have ¿leak around strut¿ of the sapien 3 going into the chest cavity. The initial s3 implant was an unremarkable case, however, post procedure the patient did not recover well. The team believed a strut of the s3 perforated the pulmonary artery (pa) and was causing bleeding into the chest cavity and a chest tube was placed. There was no malposition of the initial implant. One month post initial sapien 3 placement, 2 stent grafts were placed covering the pa and s3. The covered stent was placed inside and extending below the initial sapien 3 to stop bleeding. Once the team was satisfied that the covered stents were adequately placed, they placed a new s3 inside of the stents. The patient was stable as of one day post procedure. There is no report of an edwards device malfunction.